Event description:
On (B) (6) 2008, the patient reported that the previous day, her infusion tubing became disconnected at the luer connection while she was sleeping. She stated that her husband had recently passed away and he usually assisted her with her infusion device. She believes that she may not have properly tightened the connection. She became "aggravated" when she attempted to reconnect the infusion tubing and she disconnected from the infusion device and switched to injection therapy. She was offered assistance with reconnecting to the infusion device, but stated that she preferred to wait until her doctors appointment on (B) (6) 2008. Upon follow up on (B) (6) 2008, the patient stated that she was still on injection therapy and was waiting on further training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.